Manufacturer narrative:
(B)(4). Results of investigation: carefusion examined the unit and visual inspection revealed connector jp4 of power flex was damaged. Pin 4 of jp4 was burnt. Carefusion replaced the power flex circuit to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ac lemo connector on the side of the ventilator had been pulled out. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement associated with this complaint.